Event description:
It was reported that the pump touchscreen often did not register touch. There was no adverse impact to the customer's blood glucose level. The customer declined follow-up, and no further action was required by technical support. No additional information about the outcome of the event was available.